Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was experiencing symptoms of heart failure for about 4 weeks but noticed acute changes to their symptoms recently. The log files noted that flows dropped from 4.5-5 liters per minute (lpm) to 3 lpm and then to mid 2s lpm. The patient's lactate dehydrogenase (ldh) was slightly elevated from 130s to 258. Their hemodynamics were reported as "shocky", the aortic valve was oversewn, left ventricle (lv) from 4.5 to 7 cm, and then the pulmonary artery (pa) pressure was severely elevated. A computed tomography (CT) scan displayed no obstruction of the outflow cannula. Following review of the log files by tech services, it appeared that the event log contained set speed changes. The pump estimated flow appeared to be on a decreasing trend. There appeared to be no other unusual rotor faults, pump temperature, or abnormal pump faults in the files. The patient's pump was exchanged on (B)(6) 2024. Upon pump removal, thrombus was confirmed with partial inlet obstruction. There was a fibrin sheath around the whole cone of the inlet, however there was still a small area for blood to pass through. It was reported the thrombus occurred in the presence of potential anticoagulation issues/concerns. The patient had a history of some low international normalized ratios (inrs) (lower than the prescribed range of 2-3). All out of range inrs were subtherapeutic except the two inrs leading up to admission ((B)(6) 2024 inr 3.2, admission inr 3.6) which were supratherapeutic. Flows returned to normal following the pump exchange and the patient was stable and discharged from the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), identified a deposition in the inflow cannula. Although a specific cause for the observed deposition could not be conclusively determined, the deposition could have contributed to the decrease in flow seen in the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 4.5¿ from the pump header. The distal end of the pump cable and the modular cable were not returned for evaluation. Additionally, the sealed outflow graft, outflow graft bend relief, and apical cuff were not returned for evaluation. Upon disassembly of the returned pump, visual inspection revealed a red, tissue-like, cone-shaped deposition that appeared to have developed over an undetermined period of time during support. Although a specific cause for the observed deposition could not be conclusively determined, the deposition was obstructing a significant portion of the blood flow path and would have contributed to the lower flow values captured in the submitted log files. The observed thrombus was forwarded to an outside lab for histology. The outside lab concluded that the three sections evaluated from this patient exhibit similar changes. All three sections have a well-defined pseudointima composed of an acellular coagulum of proteinaceous material (with scattered degenerated leukocytes) with morphology transitioning from a loose, fibrillar substrate along the blood contact surface to a compact, amorphous substrate along the cannula contact surface. This morphology is consistent with a pseudointima remodeling over the s/p implant of 6 months in an environment absent of neovascular penetration stemming from either extravascular or blood contact penetration (neovasculogenesis). The blood contact surface shows no microscope evidence of a de novo active mural thrombogenesis. The pseudointimal thickening is consistent with formation in an axial flow environment with minimal cellular core contact (e.g. Platelet, erythrocyte, and leukocyte lamination). The lack of a neovascular source and cellular remodeling suggests that the compact remodeling observed in these specimens is consistent with pseudointima from long term vad implants. Upon removal of the deposition, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the hm 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient presented with over 2 weeks worth of shortness of breath (sob) symptoms. The patient's troponin was over 1000, pro b-type natriuretic peptide (pro-bnp) was over 12000, lactate dehydrogenase (ldh) was slightly elevated at 250, lactate levels around 2.5, echocardiogram with left ventricular end-diastolic diameter from 4.5 cm to 7 cm. Their creatinine levels were up from 1 to 1.7. The cardiac index was 1.4 and elevated pulmonary artery pressures into the 70s. The site attempted to increase the speed with no change in flow values. The patient was started on dobutamine and again had no change to flows, but the pulmonary artery pressures rose to the 90s. Log files were sent and were suggestive of a partial inflow cannula obstruction. Given the oversewn aortic valve and acute decompensation, the patient was put on awake extracorporeal membrane oxygenation (ECMO) before being taken emergently to the operating room for a pump exchange. Following the operation, the patient's hemodynamics restored quickly and the remained of the hospital course was uneventful.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.